Event description:
In 2006, a physician successfully placed an xact stent in the right common femoral artery. Manual compression was used to achieve hemostasis. The patient was discharged home the next day. It was reported eleven days later, the patient called the paramedics due to numbness and tingling in the left arm. When the paramedics arrived, it was reported that the patient experienced a tonic-clonic seizure. The patient was transferred to the hospital and medically managed. The patient was given a bilateral carotid duplex exam, which revealed the stent in the right internal carotid artery to be widely patent. The test showed there was near occlusive disease in the left internal carotid artery. A CT scan was performed. The patient was discharged home 3 days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.